Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. An explantation tool was found within the returned lead's lumen. The performance of the lead was scrutinized, including a visual and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage, tensile forces applied during the explantation procedure should be taken into consideration. The cuts in the insulation and deformations of the outer conductor coil most likely resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 39 months, impedance values > 3000 ohm and a loss of capture was reported. The lead was explanted and returned to biotronik for analysis. No adverse patient side effects have been reported.